Event description:
Customer reported that a patient presented with a wound dehiscence within a few weeks of a total knee replacement. The patient was returned to surgery for repair.

Manufacturer narrative:
Date sent to the FDA: 10/03/2008. Wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.